Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving lidocaine, baclofen and fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported computed tomography scan was done and results were the catheter was twisted. The physician did a drug screen and found 22 specified drugs in her body and the hcp did not make her aware of these drugs in her body. The patient had 3 oral prescriptions and 3 intrathecal drugs and she does not know where the other 16 drugs came from.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.